Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device dislocation ('adhered to bowels, scarred abdominal region/essure device was noted to be adherent to the colon and right pelvic sidewall'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and basedow's disease ('graves disease') in an adult female patient who had essure (batch no. 629304, 629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), endosalpingiosis ("endosalpingiosis"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain"). The patient was treated with surgery (B)(6) 2015- hysterectomy, (B)(6) 2016- removal of remaining essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, basedow's disease, endosalpingiosis, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, basedow's disease, device dislocation, dysmenorrhoea, endosalpingiosis, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure device was noted to be adherent to the colon and right pelvic sidewall and contained within the adhesion were fragments of the right fallopian tube. Lot number: 629137 manufacture date: 2009-01 expiration date: 2012-01. Lot number: 629304 manufacture date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), perforation ('perforation nos') and device dislocation ('adhered to bowels, scarred abdominal region/essure device was noted to be adherent to the colon and right pelvic sidewall') in an adult female patient who had essure (batch no. 629304, 629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune-like symptoms"), basedow's disease ("graves disease"), endosalpingiosis ("endosalpingiosis"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain") and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery ((B)(6) 2015- hysterectomy, (B)(6) 2016- removal of remaining essure device and oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, perforation, device dislocation, genital haemorrhage, autoimmune disorder, basedow's disease, endosalpingiosis, dysmenorrhoea, pelvic pain and oophorectomy outcome was unknown. The reporter considered autoimmune disorder, basedow's disease, device dislocation, dysmenorrhoea, endosalpingiosis, genital haemorrhage, oophorectomy, pelvic pain, perforation and uterine perforation to be related to essure. The reporter commented: the essure device was noted to be adherent to the colon and right pelvic sidewall and contained within the adhesion were fragments of the right fallopian tube. Discrepancy noted on date of insertion (B)(6) 2015. Lot number: 629137, manufacture date: 2009-01, expiration date: 2012-01. Lot number: 629304, manufacture date: 2009-02, expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. New event perforation nos and oophorectomy was added. New reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), device dislocation ('adhered to bowels, scarred abdominal region/essure device was noted to be adherent to the colon and right pelvic sidewall'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and basedow's disease ('graves disease') in an adult female patient who had essure (batch no. L-629304, r-629137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), basedow's disease (seriousness criterion medically significant), endosalpingiosis ("endosalpingiosis"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain"). The patient was treated with surgery ((B)(6) 2015- hysterectomy, (B)(6) 2016- removal of remaining essure device). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, autoimmune disorder, basedow's disease, endosalpingiosis, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered autoimmune disorder, basedow's disease, device dislocation, dysmenorrhoea, endosalpingiosis, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: the essure device was noted to be adherent to the colon and right pelvic sidewall and contained within the adhesion were fragments of the right fallopian tube. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.